Manufacturer narrative:
The complaint that the needle could not be withdrawn was confirmed for lot #4330310 and the cause appeared to be manufacturing related. One 20ga nexiva unit from lot: 4330310 was provided for investigation. A functional test of the physical sample confirmed that the needle could not be withdrawn through the tip shield safety mechanism. A microscopic examination of the returned sample revealed a crimp in the needle shaft, which prevented the needle from easily passing through the washer in the safety mechanism. The damage observed on the needle likely occurred during manufacturing. The appropriate manufacturing personnel were notified of this complaint. The 24g nexiva device from lot #5065269 was not returned for investigation and the damage associated with this lot could not be confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lots indicated no related issues with the manufacturing process.

Event description:
No new information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Incident date: 07 aug 2025 the stylet and cannula split and the IV had to be restarted. Patient injury: no. Qty affected: 1.